Event description:
It was reported that there was a delay in therapy greater than seventy-two hours with three (3) minicap transfer sets. This was identified during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: one (1) actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual devices were not available; however, one (1) photograph of the sample was provided for evaluation. The photograph was reviewed and did not identify any abnormalities that could have contributed to the reported condition. In the photo provided there is not enough information to duplicate the event or determine if the product failed or met specification. Should additional relevant information become available, a supplemental report will be submitted.